Manufacturer narrative:
This report is being submitted as the result of a retrospective review conducted in CAPA: (B)(4). A supplemental report will be submitted when the evaluation is completed.

Event description:
It was reported that during routine check, the power cord in the cardiosave intra-aortic balloon pump (iabp) was stuck that it cannot be pulled out or retracted. There was no patient involvement and no adverse event reported.

Event description:
N/a

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. Fse evaluate this unit and was able to verify that the power supply had a retraction problem. The fse fixed the problem by unwiring the cable along the wheel. Unit passed all functional and safety test per factory specifications. The iabp was released to the customer and cleared for clinical service.